Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons. The insulin pump had a frozen screen and gave a constant tone.

Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 570 mg/dl and borderline diabetes ketoacidosis. It was stated that the customer was nauseated and had a gallbladder infection prior to the hospitalization. Customer was not wearing the insulin pump at the time of the hospitalization. Customer's spouse stated that the insulin pump alarmed button error. It was also mentioned that the customer goes outside and the insulin pump may have been exposed to sweat. No further information reported. No further information reported.

Manufacturer narrative:
Additional information has been received, which was not included in the initial report. The information has been provided with this report. The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform functional test due to unresponsive buttons. No moisture damage on motor assembly or electronic assembly noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.